Event description:
Additional information was received that during the implant of the valve, the cause of the left main coronary occlusion was the valve. Per the physician, the patient's narrowing sinus may have contributed to the occlusion. The patient experienced hemodynamic instability (raised st levels and chest pain). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6: method, result and conclusion codes h10: conclusion: the excerpt of the image subject matter expert (sme) review report follows: media files, static images, and a mobile product experience report (mpxr) questionnaire were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it was reported that the patient¿s annulus perimeter was 64 millimeter (mm) with adequate sinus width. It was reported that the implant of depth was zero or 1mm. Of note, medtronic recommends a target depth of 3mm. A recapture is recommended if depth 1mm or >5mm. In this case, a recapture was warranted. Despite the shallow depth, the valve was released. Post implant angiogram reveals an occluded left main coronary artery, which was successfully cannulated, and coronary stent was deployed restoring coronary flow. Potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: coronary occlusion, obstruction, or vessel spasm (including acute coronary closure). Per the instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Per the physician the valve caused the left main coronary occlusion, however the difficulty assessing the coronary ostium during the procedure and the patient¿s narrow sinus likely contributed to the event. The valve was deployed at a depth of 0 or 1 mm; per the IFU if the implant depth is 1mm, consider recapture. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of coronary artery occlusion leading to st elevation, chest pain and hemodynamic compromise, resulting in coronary stent placement, is assessed as likely related to the pro+ valve from the initial valve implant depth of zero or 1 mm (the valve did not dislodge). The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and IFU. No further safety assessment is required at this time. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the inaccurate implant could not be conclusively determined with the available evidence. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. This event does not indicate device misuse or malfunction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: d4 - expiration date, and UDI concomitant medical products - concomitant products: product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves h4 - device mfg date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 -method code for the system reported device h10 - product analysis: the delivery catheter system (dcs) was not discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut pro+ delivery catheter system (dcs); product ID: d-evprop23-29; lot: unknown concomitant products: product ID: d-evprop23-29; product lot/serial number: unknown; product type: heart valves product ID: l-evprop23-29; product lot/serial number unknown; product type: heart valves. ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at an implant depth of zero or 1 mm. Approximately sixty minutes after the procedure was completed, the patient's left main coronary artery occluded. The physician had the patient brought back to the catheterization lab and successfully stented the left main coronary artery. Afterward, the physician expressed they had a lot of difficulty in accessing the ostium. It was reported that the patient was ok after coronary intervention. No additional adverse patient effects were reported.